Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that due to unrelated reasons, system explant was scheduled. During procedure, the lead was successfully explanted. The patient experienced sudden drop of blood pressure and it was determined the patient's superior vena cave was dissected. Sternotomy was attempted to repair the tissue but was unsuccessful. The patient expired on the table.

Manufacturer narrative:
Correction: upon review, the right atrial lead should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event or contributed to death.